Event description:
It was reported to covidien in 2009, that a customer had a problem with a hemodialysis catheter. The customer reports the hub cracked 2-3 weeks after placement. Patient had the catheter placed in 2009, and needed to have the catheter removed and replaced in 2009.

Manufacturer narrative:
Submit date: 03/19/2009. An investigation is currently underway. Upon completion, the results will be forwarded.